Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the flex arms would not tighten and did not hold position. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the flex arm was functionally evaluated, rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable.